Event description:
The customer states that a falsely low plto (optical platelet) result was generated for one patient sample processed using a cell-dyn sapphire analyzer. The following initial results were obtained: plto=14.6 k/ul, plti=31.3 k/ul and mpv=16.0 fl with invalid flag. The sample was repeated yielding the following results; plto=24.2 k/ul, plti=26.5 k/ul and mpv=17.6 fl. No adverse outcomes related to this issue were reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) other: interfering substance, sample related. Investigation summary: data submitted was reviewed. The submitted data suggested that the results of some of the abnormal samples were correctly flagged; however, there were also some data, which showed that the instrument had failed to correctly measure the mpv parameter. All the sample data submitted were from abnormal patients with interfering conditions or substances, like giant plt, plt clumps, rbc, and wbc fragments or some other unknown conditions, which could have affected the sample processing and the correctness of the results generated by the cell-dyn sapphire. These interfering substances and conditions are stated in the product labeling. A review of the files concluded that the high mpv values for the samples with low plti counts were caused by noise in the plti histogram and that the noise seen was caused by rbc or wbc fragments, which have been identified as possible interfering substance. Note: 1. There is a case where the plti numerical result is suppressed and thus, looks like it has the no calculation status, when in fact it does not. This happens if the plti numerical result is <20 k/ul and there is no pic/poc delta data fault. The plti actually has an ok status in this case. This specification is also stated in the product labeling. The two samples submitted (B)(4) with blank plti results and falsely high mpv had an nvwbc flag that addresses the possible presence of wbc fragments, which is an interfering substance for mpv. Although, the plti was not displayed because it is less than 20k/l, internally, the plti was measured and must have correlated to the plto result; therefore; a pic/poc delta flag would not be triggered. A review of complaints did not find an adverse trend for the complaint issue. Based on the information above, it was determined that there is no product deficiency for the complaint issue on the cell-dyn sapphire. This is the final report.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.